Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The shaft is separated at the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are kinks along the hypotube.

Event description:
Reportable based on device analysis completed on 22nov2019. It was reported that the shaft was kinked. A 145 guidezilla was selected for use. During unpacking it was noted that the device was kinked. The procedure as completed with another of same device. No patient complications were reported. However, device analysis revealed shaft separated at the collar.